Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified.

Event description:
Healthcare professional reported left capsular contracture, baker grade unspecified, "implant palpability," and "textured to smooth breast implants due to the patient¿s concern with the product." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e3.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV.